Manufacturer narrative:
Visual evaluation of the returned device found that the flare had detached from the handle, and three kinks were noted along the working length. During functional inspection, the unit retracted within specification but would not extend completely due to the detached flare. The condition of the returned device was consistent with the complaint that the "snare would not open or deploy"; the complaint was confirmed. There are controls in the manufacturing process that exist to limit product performance issues, and the directions for use (dfu) indicate that the device should be inspected prior to use. The most probable root cause of the failure reported is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare would not extend from the sheath inside the patient. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: flare detached.